Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The caller stated they had the device implanted to help with urinary retention, but they had not really had therapeutic benefit. They stated immediately following the surgery, the rep was there and the patient wasn't too with it, but the rep dialed it in and the patient urinated a little, but still had some retention. The caller stated this was the only time they had any sensation to urinate. The stated they tried increasing stimulation and that made it worse, so they turned it back down. They were having the exact same issues they were having prior to implant. They stated they told their doctor who instructed them to call for help adjusting settings. Patient was walked through changing stimulation on program 4 at 3.50 to the following: program 5 where they felt stimulation down their leg, program 6 where they felt stimulation in the outer butt cheek, program 1 at 3.70v where they did not feel anything, program 2 at 4.00v where they did not feel anything, program 3 at 4.55v where they did not feel anything and then to program 7 at 5.85v where they felt tingling in the bike seat area/just in front of the anus. They were going to monitor symptoms after change was made and follow-up with their healthcare provider if necessary. Additional information was received. The patient called stating the program 7 they were on helped for 2-3 hours and later that day they lost relief and turned up the stimulation because they were not feeling it and they didn't get relief. They stated they wished to set up an appointment with the manufacturer representative for troubleshooting. Rep and patient services roles were reviewed, it was also reviewed that the patient did not need to feel stimulation for therapy to be helping, it was noted the therapy was not helping them. Additional information was received from the manufacturer representative. They reported the patient had a lack of efficacy since implant and despite their small size the communicator constantly lost connection with the implant. They said it was constant and they disliked the communicator. An impedance test was performed, the patient reported they had tried every program and increased the intensity. They stated they often had to increase the stimulation. The rep reset the bluetooth connection between the programmer and communicator multiple times, they also had to move it multiple times. Follow up information received from the manufacturer¿s representative on oct. 30, 2019 reported that, despite using 11 different programs, the patient¿s symptoms did not improve. A lead revision was to be scheduled in the future. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). They were asked the cause of the communicator losing connection and they responded that no, this was a consistent problem with almost every patient, most patients and reps are frustrated with the communicator. They stated the issue was resolved by trying to reconnect multiple times. When asked the cause of the lack of symptom relief, they responded it was not known, the lead placement was perfect. They did not know if the lead revision had resolved the patient's symptoms, they had not heard from the patient since revision.